Event description:
Published article "correction of negative dysphotopsia in crystalens "z syndrome" from the journal of emmetropia vol 4, april-june reported a case of negative dysphotopsia in the left eye of a (B)(6)-year-old pt three months after uneventful bilateral phacoemulsification and implantation of a lens placed in the capsular bag. Three months postoperatively, the pt described visual field loss in the inferior temporal quadrant in the left eye under low light conditions. Anterior capsulorhexis was eccentric, allowing the inferior temporal optic edge to move forward, producing late asymmetric vault of the lens. One month later, when the equatorial diameter of the capsular bag decreased, the inferior temporal hinge was pushed backwards so that the lens moved back into the correct position. Six months after relocation, the lens position remained stable and negative dysphotopsia was absent.

Manufacturer narrative:
A copy of the referenced article is attached to this report. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.